Event description:
Meter displays an error 1 message. Patient did not experience any symptoms at the time of concern. Patient took oral meds after attemping to use the meter. Patient did not seek medical attention or call their md. Customer service was unable to resolve the issue and sent patient a new meter.